Event description:
It was reported that an implant at tooth site #36 was removed because it was impossible to disengage the driver (ghx2.5l) during placement, despite using a standard insertion torque of 30 ncm. Procedure was completed. Bone density type: ii.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. H4: device manufacturer date unknown / not provided.